Event description:
Olympus was informed that more than 100 patients who had undergone colonoscopies between 2011 and 2013 have been advised to be tested for hepatitis b and c, and hiv due to reprocessing concerns at the user facility. The user facility was not pre-cleaning, and not reprocessing the auxiliary water channel in accordance with the directions for use. No patient infection or cross-contamination has been reported to date.

Manufacturer narrative:
No devices have been returned to olympus for evaluation. As part of our investigation with this report, an olympus endoscopy support specialist (ess) visited the user facility to observe the user facility's reprocessing practices and provided reprocessing training per the user facility's request. During the onsite visit on february 7, 2014, the ess observed that the staff was not using the suction cleaning adapter. A second in-service has been scheduled for february 12, 2014, to review pre-cleaning with the nursing staff. This report will be supplemented if add'l info becomes available.